Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer returned the high-definition autoclavable camera head for repair for a reported picture drops out and there is cable break. The issue was occurred during preparation for use/prior to sedation. There were no reports of patient harm.

Event description:
Please refer to h10.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found there is misalignment of coupler mount, cable unit is deteriorated, and due to poor contact of the camera unit, the image has white dots. Based on the results of the investigation, it is likely that the following led to the malfunction: the cable unit is twisted, the endoscopic image cannot be displayed. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus..¿ olympus will continue to monitor the field performance of this device.